Event description:
Tampon falls apart all up in your business- vagina [foreign body in reproductive tract]. Flimsy cotton, fall apart [device breakage]. Filmsy applicator [device physical property issue]. Caused complications- vagina [vaginal disorder]. Consumer reported via rr that cotton tampon falls apart and that the applicator is flimsy. No serious injury reported.